Event description:
It was reported that the lens was explanted from the pt's left eye due z-syndrome. Sutures were used to close the wound and another lens of different model was implanted successfully. No add'l info has been received.

Manufacturer narrative:
Visual inspection of the returned lens found the lens cut in two pieces and foreign matter of the surface of the lens. Dimensional testing could not be performed due to the condition of the returned lens. One retain sample from the same lot (024865) was dimensionally inspected and all measurements were within spec. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the info available, the exact cause of the reported event could not be conclusively determined.